Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4b0947). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the pancreatic parenchymal resection procedure, after firing, the black return knob was returned to the end, the release button moved, but only a few millimeters (mm) of the jaw could be opened. It was noted that there was no tissue clamped, the cartridge could not be replaced, and there were no problems with the release from the pancreatic parenchyma. The handle and reload were replaced to resolve the issue. There was no patient injury. Medtronic's evaluation of the device found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple pushers were partially pushed back to the cartridge. Functional testing found that the clamping mechanism was deformed. No further functional tests were performed due to impossibility of unloading. It was reported that the jaws would not open completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent laminates and a thick tissue application. The most likely cause could not be established from the information available. This is issue may occur under the following conditions. Application over tissue that was beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the broken inter lock was cause by excessive force being applied to the interlock component. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.